Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The device was evaluated in house. The complaint for the pump being unable to bolus could not be replicated.

Event description:
During pump preparation, the nurse reported having no issues emptying and refilling the pump with 30 ml of high-dose heparinized saline (1000 iu/ml). However, upon accessing the pump septum with the special bolus needle (sbn), the nurse was unable to inject 5 ml, and no fluid exited from the catheter tip. It was confirmed that the needle was unclamped and attempted again with the same result. A second attempt was made by using the backup sbn needle and was unsuccessful. The clinic then proceeded to open the backup pump (B)(6), where emptying, filling, and flushing were completed without issue.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. On (B)(6) 2025, intera oncology shipped a return kit to the physician office to retrieve the actual device for examination. To date, the pump has not been returned. Therefore, once we receive the pump and it's evaluated, a supplemental report will be submitted.

Event description:
During pump preparation, the nurse reported having no issues emptying and refilling the pump with 30 ml of high-dose heparinized saline (1000 iu/ml). However, upon accessing the pump septum with the special bolus needle (sbn), the nurse was unable to inject 5 ml, and no fluid exited from the catheter tip. It was confirmed that the needle was unclamped and attempted again with the same result. A second attempt was made by using the backup sbn needle and was unsuccessful. The clinic then proceeded to open the backup pump (19915), where emptying, filling, and flushing were completed without issue.